Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 125mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported an unexpected restart alarm. Troubleshooting was performed. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm occurred shortly during battery change. The insulin pump alarmed unexpected restart again when a new battery was inserted. The customer was advised that the insulin pump needed to be replaced due to this as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc, act and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.